Manufacturer narrative:
The sprint fidelis lead model is included in a field advisory. This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: proximal conductor fractured; full lead analyzed.

Event description:
It was reported the patient received inappropriate shocks. The physician noted short interval counts and nonsustained tachycardia in the logs. The lead was explanted and replaced. No further patient complications were reported as a result of this event, and the patient status was listed as okay.